Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) started experiencing product performance issues, as the device no longer deflated. In a clinical evaluation, troubleshooting did not resolve the issues, therefore it was decided to perform a replacement surgery. The entire ipp was removed and replaced with an ambicor penile prosthesis. Surgery outcome was reported as good and the patient is set to fully recover.